Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Event summary: it was reported that during a superficial femoral artery (sfa) intervention, the physician was unable to advance other devices (balloon, other manufacturer's atherectomy device and guide wire) through the flexor ansel guiding sheath. The flexor ansel guiding sheath was placed in the patient's leg using a contralateral approach to treat the sfa lesion; the patient had calcified anatomy. During inspection following receipt of the complaint device on 28nov2017, delamination of the inner tnrt lining, and accordion-type wrinkling on the tubing surface of the sheath was observed. A portion of the tnrt lining began exiting the distal end of the sheath when tested with a sheath checker wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. Only the sheath was returned for investigation. The sidearm shrink tube was orange and stamped 7.0 fr in white. Significant biomatter was present on the sheath and in the sidearm. Slight accordion-type damage was noted at 28.5 cm from the proximal hub and measured 3 mm in length. No other damage was noted before table top testing. A 0.0990" checker was advanced through the proximal fitting and coagulated biomatter exited from the distal end of the sheath. It was also noted that a 2 cm portion of tnrt was exiting from the distal end of the sheath when the 0.0990" checker was advanced through to the distal end. When the checker was advanced further, additional tnrt liner began to exit the distal end. Therefore, the checker was removed by pulling proximally. When the 0.0990" checker was removed, additional wrinkling occurred in the sheath tubing, which was not present prior to testing. The complaint device was from an unknown lot number. Therefore, the review of the device history record, and nonconformance history could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Flexor ansel sheaths are shipped with instructions for use (IFU), t_intro_rev2, which states, "precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline. When inflating a balloon at, or close to the introducer tip, ensure the balloon is not inside the distal tip of the introducer. When puncturing, suturing, or incising the tissue near the introducer, use caution to avoid damaging the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the available information and examination of the complaint device, the exact cause of the reported issue is not clear, however it is feasible to suggest that the atherectomy device or the technique used during the procedure contributed to the delamination of the inner tnrt lining of the sheath. Delamination of the tnrt liner may have led to the accordion-type damage visible on the surface of the sheath and the difficulty reinserting the atherectomy device and a balloon reported by the customer. Corrective and preventative actions were initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. Only the sheath was returned for investigation. The sidearm shrink tube was orange and stamped 7.0 fr in white. Significant biomatter was present on the sheath and in the sidearm. Slight accordion-type damage was noted at 28.5 cm from the proximal hub and measured 3 mm in length. No other damage was noted before table top testing. A 0.0990" checker was advanced through the proximal fitting and coagulated biomatter exited from the distal end of the sheath. It was also noted that a 2 cm portion of tnrt was exiting from the distal end of the sheath when the 0.0990" checker was advanced through to the distal end. When the checker was advanced further, additional tnrt liner began to exit the distal end. Therefore, the checker was removed by pulling proximally. When the 0.0990" checker was removed, additional wrinkling occurred in the sheath tubing, which was not present prior to testing. The complaint device was from an unknown lot number. Therefore, the review of the device history record, and nonconformance history could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Based on the available information and examination of the complaint device, the exact cause of the reported issue is not clear, however it is feasible to suggest that the atherectomy device or the technique used during the procedure contributed to the delamination of the inner tnrt lining of the sheath. Delamination of the tnrt liner may have led to the accordion-type damage visible on the surface of the sheath and the difficulty reinserting the atherectomy device and a balloon reported by the customer. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Common name & product code = unavailable as device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as device lot number, rpn, and gpn are unknown. Device evaluation begun, but is not yet complete. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a superficial femoral artery (sfa ) intervention, the physician was unable to advance other devices (balloon, other manufacturer's athrectomy device and guide wire) through the flexor ansel guiding sheath. The flexor ansel guiding sheath was placed in the patient's leg using a contralateral approach to treat the sfa lesion; the patient had calcified anatomy. During inspection following receipt of the complaint device on (B)(6) 2017, delamination of the inner tnrt lining, and accordion-type wrinkling on the tubing surface of the sheath was observed. A portion of the tnrt lining began exiting the distal end of the sheath when tested with a sheath checker wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.